Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that at the end of the craniotomy case, the router broke as it was being removed from the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that at the end of the craniotomy case, the router broke as it was being removed from the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.